Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the power button on their device did not work properly. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Event description:
A customer contacted physio-control to report that the power button on their device did not work properly. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was further evaluated by the product assessment center (pac) technician who could not duplicate the reported issue. The cause of the reported issue was isolated to the main keypad, however further root cause could not be determined.